Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 14f sheath and the tavr was completed. Reportedly post procedure, the sutures of the two proglides did not fully achieve hemostasis of the large hole so another proglide was deployed. Hemostasis was still not fully achieved; therefore, another proglide was deployed, yet hemostasis was still not achieved. Finally, one additional proglide device was used and hemostasis was achieved. It was then found that the patient had no distal pulse. Cut down surgery was performed and it was found that the sutures of one of the proglides (physician believed it was the last one deployed) had captured the back wall. The suture was removed and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of occlusion and diminished pulse are listed in the electronic perclose proglide instructions for use (eifu), as foreseeable adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.